Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A bolus was delivered to address bg level. Reportedly, the customer loaded the cartridge with cold insulin. Tandem customer technical support educated the customer of filling the cartridge with room temperature insulin. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.